Event description:
It was reported that a patient underwent a total pelvic floor repair procedure in 2007. On three and a half months later, it was found that the patient had developed a mesh exposure. As a result, vaginal estrogen cream (vagifem) was prescribed.

Manufacturer narrative:
Mesh exposure occurred - conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.